Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for analysis due the motor not working properly. A functional check was performed, and the customer's reported problem was confirmed. The pump was found to be displaying "1871" error code on power up during the investigation. It was found that the motor locked up , which is what caused the issue. The motor will be replaced.

Event description:
Information was received that device has error code 1781 - motor is not working properly. Unknown patient involvement was reported.